Event description:
The customer reported the generation of false low sodium (na) results for one (1) patient on their dxc 800 clinical chemistry analyzer. The customer stated that the na sample reference values trending higher -5600's to-5800's at the time of the event. The customer repeated the sample on another system and obtained a result considered correct. The false low na result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for the one patient.

Manufacturer narrative:
"Beckman coulter field service engineer (fse) evaluated the dxc 800 analyzer, and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).